Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an endothyroid procedure, he surgeon had used the instrument for three hours, and the instrument cannot be activate even she press the "max" /"min" activation trigger. No error code is found, but the second sound of the generator become short. The surgeon tired to clean the active blade of device by wet gauze, she tried to reactivate it again, but an error code five was recorded. She tried to reconnect the consumables and handpiece with the proper procedure, the instrument worked again and being used for thirty minutes more. Again, an error code five is recorded. The surgeon was trying to clean the instrument by putting it into water and cleaned by wet gauze, but an error code was still observed. After two times trying to activate it outside the patient, the active blade was broken and dropped on the floor. Unknown how case was completed. There were no adverse consequences for the patient.